Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported, during lasik flap creation the system showed an energy message causing the treatment to stop. The surgeon rechecked and calibrated the machine and continued surgery, the message appeared again. The treatment was stopped and surgery was not completed. Additional information has been requested.

Manufacturer narrative:
Sample was received by the investigation site for evaluation. An investigation was opened to address this issue with the supplier and to evaluate the samples. (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. At the visit on site the field service engineer replaced parts to fix this issue. As probable root cause a defect on the euf-board is indicated. Definite root cause can only be determined by investigating the euf-boards at manufacturer site. (B)(4).

Manufacturer narrative:
(B)(4).